Event description:
It was reported that during a shoulder surgery, two (2) footprint ultra suture anchor broke. All the broken pieces were successfully removed from the patient with suction. The procedure was finished with a smith and nephew back up device used in the originally drilled bone hole, no void was left in the patient. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported devices were received for evaluation. A visual evaluation of the returned devices found they are not in their original packaging. The insertion devices were returned with biological debris on them. Device 1 was returned with an anchor with the distal end fractured away but no suture material. Device 2 was returned with no anchor or suture material. Based on the condition of the product material found during visual inspection, additional material testing is not required. A clinical review states a photo of the devices were provided for review. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.